Event description:
Zenith endovascular graft was deployed without complications. At the conclusion of the procedure, the completion angiogram viewed the presence of a small type I proximal endoleak. The sealing stent of the main body graft was re-ballooned twice in an attempt to improve the apposition of the graft to the vessel. Endoleak had diminished but was still visible. A decision was then made to deploy a main body extension at the site to resolve the endoleak. Extension was ballooned, and a noted resolve of the endoleak was veiwed during the post angiogram performed after the placement of the main body extension.